Manufacturer narrative:
After further clinical review of this event with bard's medical department, this event was reassessed and determined to be MDR reportable as a serious injury pursuant to 21 cfr part 803. Upon review of the lot record, there was no non-conforming record associated with the lot record. A manufacturing review was conducted and the reported lot met all release criteria. One encor probe was returned for evaluation. The probe was loaded into the in-house driver and calibrated successfully. During calibration a piece of tissue was transferred to the sample tray. The tissue remaining the aperture would not have caused the reported event, therefore it will be considered an incidental finding. The investigation is unconfirmed for the error and the cutter not closing, as the probe was able to open and close during functional testing with no alarm sounds. The definitive root cause could not be determined based upon available information. It is unknown whether patient or procedural issues contributed to the event. The encor biopsy probe instructions for use (IFU) provides general instructions for priming, firing, sampling and retrieval of samples from the device. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an ultrasound-guided breast biopsy, an alert sound came from the system and the probe was removed from the patient. The cutter was three centimeters from end of the aperture of the probe and it was unable to close. The issue was not resolved when re-calibrated. The biopsy was rescheduled. There was no reported patient injury.